Manufacturer narrative:
The investigation of the manufacturer is ongoing. Investigation summary: 4118.

Event description:
The oxygenator was leaking from the exhaust port during priming, prior to patient treatment. No harm was reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary: "the oxygenator was leaking from the exhaust port during priming". The affected product was investigated at the laboratory of the manufacturer. A leak test was confirmed at the water, gas and blood side of the product. Herey a leakage between the gas side and the blood side was confirmed. The product was leaking from the gas outlet port. The following possible technical causes of error are considered for this error pattern: insufficient pur encapsulation of the mat package. Fiber detachment in the pur encapsulation . Fiber damage. Thus a confirmation of the reported failure "leaking from exhaust port" was confirmed during investigation. The exact root cause remains unknown. According to our risk review the reported failure corresponds to an occurrence rate ¿3:justifiable¿, which is below the acceptance threshold according to our risk management plan. Getinge is monitoring incoming complaints for the reported failure on an ongoing basis. Thus further actions will be performed in case of adverse trending of the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending